Event description:
It was reported that the atrial lead exhibited low impedance and noise via a merlin.net transmission. The patient would be scheduled for an in-clinic appointment to examine the lead.